Event description:
It is reported that the pt has pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: no x-ray has been provided. Also, no surgery reports along with report from her follow-up visit to doctor's office have been provided. No info is available about pt's activity level and previous medical condition. No cause analysis can be determined based on the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.